Event description:
Baxter reports a patient noticed the connect point at the twist clamp of a uv transfer set was wet whent they exchanged the solution. The leak appeared to come from the twist clamp. A set change was then performed. The affiliate reports no patient injury or medical intervention as a result of the incident.